Event description:
A physician was unable to cross the lesion with a 2.25 x 8mm cypher, and when the stent delivery system was removed through the guide catheter, he discovered that some parts of the stent had "separated from the balloon." The second diagonal lesion was 95% stenosed and had been pre-dilated. There had been no difficulty passing the sds through the guide catheter and the device had appeared normal prior to use. There was no injury to the patient.

Manufacturer narrative:
During a coronary intervention, a physician was unable to cross the lesion with a 2.25/8mm cypher stent and when the stent delivery system was removed through the guide catheter, some parts of the stent had "separated from the balloon." The 2nd diagonal lesion was 95% stenosed and had been pre-dilated with a 2.0/12mm balloon. There had been no difficulty passing the sds through the guide catheter and the device had appeared normal prior to use. There was no injury to the patient. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. With the available information, it cannot be determined with any certainty if vessel/lesion characteristics may have contributed to the event. No actions will be taken.